Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 in initial drain on the home choice (hc) machine. The technical service representative (tsr) had the hp close all clamps and transfer set then cycle power off/on. The hc alarmed with se 2367. The tsr had the hp cycle power off/on and the hc was at press go to start. The tsr explained the alarms and the hp stated was unsure what may have caused the alarms. The hp stated there were no leaks, the hp did not disconnect, spare line clamps closed, and the supply bags were still connected. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).